Event description:
Ous MDR - it was reported that approx. 3 weeks after implant low sensing and high threshold were noted on this right ventricular lead. The lead was explanted and a new one was implanted. During revision indentations in the lead insulation were observed in the suture sleeve area. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformation of the insulation and the outer conductor coil approximately 23 cm distal to the is-1 connector pin which most likely resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.